Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of a transfer set with a chipped light blue main body at the notches that lock the main body and the white twist sleeve. The root cause was undetermined. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective/preventative action as appropriate.

Event description:
An affiliate reported that the 'connection between blue and white part' on a transfer set is 'broken apart.' No pt injury or medical intervention was reported.